Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. No devices or photos were received; therefore the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Surgical notes were provided from the primary and revision surgery. No complications were noted during the primary surgery. The revision surgery notes stated that, "she was doing very well and was at rehabilitation, standing and turning when she tripped over her feet and did fall landing on her left side. She had immediate pain and was unable to ambulate or weight bear...of note, the patient had been doing very well. She was ambulatory and had absolutely no discomfort in her hip prior to the event. "Most probable cause of the post-operative periprosthetic fracture is the patient fall. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that patient experienced periprosthetic left femur fracture approximately (B)(6) post-op.